Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. The reporter alleged that some other part of the pump was cracked and there was moisture behind the ir window. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or the cartridge compartment.

Manufacturer narrative:
Follow-up #1; date of submission 07/20/2017. The device has been returned and evaluated by product analysis on 06/26/2017 with the following findings. No moisture was observed in battery compartment or under display lens and additionally, when the pump was opened no moisture damage was observed. It was noted that the pump case was cracked between case seal and keypad. Additionally, the leak test failed due to cracked pump case. Unrelated to the original complaint, during download of data it was found the pump was unable to maintain connection.